Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, wear abrasion, opening linear on radius and white calcification like leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device was explanted.